Manufacturer narrative:
The device was reported as returning to arthrocare for investigation. To date the device has not been received. A follow up report will be submitted once the lot history review and investigation are completed.

Event description:
A clinical incident involving a super multivac 50 wand with finger switches was reported to arthrocare. During a knee arthroscopy procedure, part of the electrode allegedly came off inside the pt's knee. The electrode was not retrieved from the pt. There is no plan to re-operate at this time.